Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the plastic distal end cover was burnt and worn. It is likely due to a high frequency instrument used without opening a sufficient distance from the tip. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device, plastic distal end cover was burnt and worn. There were no reports of patient involvement.